Event description:
The customer reported that the system displayed a generator error and a controller error and the system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the high voltage cable was cleaned and regreased during the service call. The reported issue is currently under investigation.